Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an out of box failure with a constant downstream occlusion alarm during testing. Repeat repair. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. The reported problem was related to a previous repair. Visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. Functional testing confirmed the customers reported problem as problem was duplicated. The technical problem was due to loctite on the downstream occlusion sensor. Repair action taken was to replace the downstream occlusion sensor. The root cause of the reported problem traces back to the service and repair technician. A device history record review summary indicates an issue with loctite contaminating the downstream occlusion sensor after a previous dso sensor seal replacement. An email was sent to the service supervisor and lead to caution their team about loctite getting into the dso sensor area.